Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use at the time of event occurrence. The procedure was completed by using wired footswitch. A philips field service engineer (fse) determined that the wireless footswitch charger (wfsc) malfunctioned due to poor contact between the charger and the footswitch. The fse replaced the wfsc and observed that the wireless footswitch had a loose handle that could not be tightened; the footswitch was replaced as a proactive measure. The wfsc was returned to philips for analysis, which identified a connector defect: the connector was recessed too deeply to achieve proper contact. Following replacement, the system was restored to full working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the wireless footswitch was unable to charge which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.